Event description:
A malfunction alarm was reported on the customer's pump with no notable prior events leading to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.